Manufacturer narrative:
Manufacturer report 2017865-2019-16966, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow-up, failure to interrogate was observed. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.